Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated that the crossbrace broke down the middle where the hole is that the screw goes into to attach the pivot link.